Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/03/2023, it was reported by a sales representative via sems that an ar-9233 guide broachs back end handle broke off and hit the floor. This occurred during a procedure, another device was used to complete. There was no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the anvil was broken from the device. The post of the anvil is broken off. Laser etched were faded. Also, it was observed corrosion spots on the device. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.